Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced. Additional information: cracks.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy (medication, programmed amount and delivery rate unknown) in the ambulatory care unit. The customer also stated that the device was swapped out and that there was no patient injury. There was no patient information available.